Event description:
During an endoscopy procedure that occurred on or around (B)(6) 2012, a cook 6 shooter saeed multi-band ligator was used. Without the user's knowledge, one (1) deployed ligator band was suctioned into the endoscope channel. During the endoscope cleaning process, the band went unnoticed and remained inside the endoscope channel. The medical facility estimates that the band remained inside this endoscope for approx 2 months. It is unk how many procedures and cleaning processes this endoscope underwent during this time frame. During an endoscopy halo procedure on (B)(6) 2012, involving another pt, a dilation balloon made by another company was advanced through the endoscope channel. The balloon pushed the ligator band and it exited the endoscope channel into the pt's gastrointestinal tract. The band remained inside the pt's body. We received confirmation that no add'l intervention was performed on the pt when the band came out. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Instructions for use contain the following: it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in deployment difficulty. Use of an endoscope in a sound state of repair is a prerequisite for a successful ligation procedure. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective actions: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.